Manufacturer narrative:
A review of the complaint history record was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. A review of the device history record showed the device had a manufacture date of 28 jul 2008. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue.

Event description:
It was reported by the customer "unknown / not provided". This pump was removed from service a few years ago and replaced with a new device. Due to the need for additional devices from covid we would like to have this lvp checked for recalls and made operational. There was no additional information provided and no patient involvement.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported by the customer "unknown / not provided". This pump was removed from service a few years ago and replaced with a new device. Due to the need for additional devices from (B)(6) we would like to have this lvp checked for recalls and made operational. There was no additional information provided and no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced door assembly with keypad, bezel assembly, ail assembly, rear case assembly, and left and right iui. Lvp rear case recall completed. A review of the device history record showed the device had a manufacture date of 28 jul 2008. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Based on the findings, service determined that the proximate cause of the reported issue was due to hinge damage of the kit door assy 8100 rohs. A review of the complaint history record in trackwise and sap was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. There are CAPA #'s noted for the following parts replaced that have an already existing CAPA. CAPA #: ca-2018-0161 for iui conn issues. CAPA #: ca-2014-0605 for lvp bezel fluid ingress. CAPA #: ca-2014-0284 for lvp air in line.

Event description:
It was reported by the customer "unknown / not provided". This pump was removed from service a few years ago and replaced with a new device. Due to the need for additional devices from covid we would like to have this lvp checked for recalls and made operational. There was no additional information provided and no patient involvement.